Manufacturer narrative:
Same case as patient submitted MDR mw5029529.

Event description:
It was reported that right hip revision surgery was performed due to pain, a soft tissue reaction and other complications.

Manufacturer narrative:
This is a complaint reopened following receipt of additional records. It was reported that right hip revision surgery was performed due to pain, pseudotumour and other complications. At the time of revision, both the bhr head & bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The provided implantation report did not show any inconsistencies with the surgical technique or other findings that could explain or have contributed to the later revision. According to the provided revision report, the patient had persistent pain as well as inflammation in the hip. No information about the reason for the pain was given. The mentioned pathological analysis was not provided. No documentation on the patient reported swelling, hearing loss among others was provided. Based on the provided documents the cause for the pain remains unclear. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive.

Event description:
Bilateral patient. It was reported that right hip revision surgery was performed due to pain, pseudotumor and high metal ion levels. Both metallic bhr resurfacing components were explanted. The patient was awakened from anesthesia without any complications and transferred to the pacu in stable condition. The primary bhr right hip surgery was performed on (B)(6) 2008.

Event description:
Bilateral patient. It was reported that right hip revision surgery was performed due to pain, pseudotumor and high metal ion levels. Both metallic bhr resurfacing components were explanted. The patient was awakened from anesthesia without any complications and transferred to the pacu in stable condition. The primary bhr right hip surgery was performed on (B)(6) 2008. Left hip revision is covered under (B)(4).